Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found, however the outer insulation was breached cut, there was apparent explant damage, and blood/body fluid was noted on all conductors (not obstructed).

Event description:
It was reported that the left ventricular lead pulled back and was not consistently capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.